Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the catheter became stuck with the guide wire. The 80% stenosed lesion was located in the moderately tortuous and calcified left anterior descending (lad) artery. A non-bsc guide wire was being maneuvered and it became stuck in the promus element plus 3.50x24mm stent delivery catheter. The guide wire and the stent delivery catheter were removed and replaced with new devices. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.